Event description:
It was reported that the health care professional (hcp) did not want the implantable cardioverter defibrillator (ICD) to treat the patient's atrioventricular nodal reentrant tachycardia (avnrt). Reports showed that anti-tachycardia pacing (atp) therapy was delivered. Technical services (ts) reviewed the reports and noted that there was some functional undersensing that caused the atrial rate to be higher than the ventricular rate. Ts suggested reprogramming. The device remains in use. No adverse patient effects were reported.